Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in c5-c6 corpectomy with t2 stratosphere. It was reported that during procedure, tried to remove the inserter, cage would not disengage. Tried translating it cephalad, rocking it medial-lateral, cephalad-caudal, and 360 degrees. When they pulled the inserter back the cage came out with it due to the cephalad locking mechanism not releasing from the cage. There were no patient symptoms or complications reported as a result of this event. Patient is alive and no injury. On 2021-june-07, received additional information that, when they expanded the cage, locked it into place, tried to release the cage from the inserter and they could not get the inserter to release from the implant. There was a delay in procedure time, estimated that it added 50 minutes to the case.